Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample with packaging was returned for evaluation. Visual examination of the sample noted a fibrous white material inside the fluid path of the connector on the distal end of the set. The sample was submitted to the qc analytical lab in order to identify the material. Based on the evaluation results, the material was identified as polyisoprene. Although the reported defect was confirmed, the exact cause of the foreign material was not able to be determined at this time. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformities were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for further evaluation. Without the actual device, a thorough investigation could not be performed. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformities were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Although the device involved was confirmed not available for evaluation, the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: details of complaint: foreign matter was found in the tube. No injury reported.